Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump repeatedly displayed an ¿unable to proceed¿ alert that reappeared immediately after clearing notifications and restarting, consistent with a delivery motor communication malfunction; the user transitioned to backup therapy without interruption and maintained blood glucose without issues. Symptoms included no adverse clinical effects. Outcomes included replacement of the pump and instructions to shut down the device, return the original unit using a provided label, and complete standard startup on the replacement, with the option to continue cgm use via the dexcom app or receiver and to sync data to the mobile app prior to return. Investigation included customer troubleshooting with power cycling and notification clearing, review of device behavior, and logistical coordination for device return. Investigation of this device revealed a persistent alarm condition aligned with a delivery motor communication failure, indicating a pump performance problem. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction.